Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient implanted with this pacemaker, experienced syncope and was hospitalized. On the right ventricular (rv) channel, loss of capture with a 12 second pause was observed in addition to intermittent increases in pacing impedance measurements ranging from 600 to 1,300 ohms indicating a potential compromised lead or lead to device header connection issue. The patient was noted to be pacemaker dependent. The minute ventilation feature was suspended due to noise, however, the noise was not oversensed. Boston scientific technical services discussed troubleshooting options. It was noted the associated right ventricular (rv) lead is a non-boston scientific product. Additional information indicated the physician successfully completed a device changeout. Return of this pacemaker is not expected. If the device is returned, analysis will be performed and this report would be updated at that time. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. F10: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this patient implanted with this pacemaker, experienced syncope and was hospitalized. On the right ventricular (rv) channel, loss of capture with a 12 second pause was observed in addition to intermittent increases in pacing impedance measurements ranging from 600 to 1,300 ohms indicating a potential compromised lead or lead to device header connection issue. The patient was noted to be pacemaker dependent. The minute ventilation feature was suspended due to noise. Boston scientific technical services discussed troubleshooting options. It was noted the associated right ventricular (rv) lead is a non-boston scientific product. Additional information indicated the physician successfully completed a device changeout. Return of this pacemaker is not expected. If the device is returned, analysis will be performed and this report would be updated at that time. No additional adverse patient effects were reported.

Event description:
It was reported that this patient implanted with this pacemaker experienced syncope and was hospitalized. Loss of capture with a 12 second pause was observed in addition to intermittent increases in pacing impedance measurements ranging from 600 to 1,300 ohms indicating a potential compromised lead or lead to device header connection issue. The patient was noted to be pacemaker dependent. The minute ventilation feature was suspended due to noise, however, the noise was not oversensed. Boston scientific technical services discussed troubleshooting options. It was noted the associated right ventricular (rv) lead is a non-boston scientific product. Additional information indicated the physician successfully completed a device changeout. No additional adverse patient effects were reported. The product has been received at our post market quality assurance laboratory and analyzed.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Laboratory testing noted the device was functioning normally. However, mechanical and electrical testing was not confirmed. (B)(4) - intermittent pace impedance, addresses this complaint based on field observation of fluctuating impedance values. Therefore, no further actions are considered necessary and the complaint investigation conclusion code is design inadequate for purpose.